Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that one psee45a device was returned with the anvil knife slot damaged, and with a gst45w reload loaded on the device. The reload was received partially fired 2/3. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Corrected data. Investigation summary: the analysis results found that one psee45a device was returned with the anvil knife slot damaged, and with a gst45w reload loaded on the device. The reload was received partially fired 2/3 with slight damage in a pocket. In addition, the cartridge was disassembled and damaged was noted on the one piece sled. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: there were 2 staplers used during the procedure. The psee45a, open in the room, so the pa attempted to fire it across the pedicle. That device did the same thing and stopped after partially firing. The reverse button had to be used again and the stapler was removed. Dr. Ligated the vessels robotically using suture. The surgical tech showed me the damage to the anvil. The drivers were deployed almost the same distance in both reloads. My first thought was there must be a stent or something hard in the pedicle, but the dr. Had not trouble suturing the tissue or cutting it with scissors. Investigation summary: one photo was provided; the photo shows an anvil of a device with no reload loaded. The knife slot can be seen damaged. Based on the condition observed on the anvil, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a robotic nephrectomy, device was fired across the renal hilum and the stapler stopped and would not advance. It jammed up. The staples and the anvil were malformed. Another device was then pulled to complete the case but also stopped part way and would not advance. The staples and the anvil were malformed. Case completed by suturing the vessels with the robot. There were no patient consequences reported.